Event description:
Customer reported several presumed falsely elevated capillary blood lead test result with leadcare ii. Customer was only interested in speaking with technical services (ts) manager or magellan about investigating platform. As part of the initial intake process ts requested the customer to provide information related to test results, to the analyzer in use, test kit lot number(s) affected and to answer other standard troubleshooting questions before elevating concerns to manager. On 3/10/2026 ts followed up with customer requesting update on the information initially requested, so far ts has been unable to gather the information needed to respond to the customer's request.